Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. The customer delivered a correction bolus to address the bg. Customer continued to use pump for insulin therapy.